Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) results generated by the unicel dxc 600 pro synchron clinical systems. Customer reran the samples using a different method and obtained higher results. There was no affect to patient treatment. No false sodium results were reported out of the laboratory.

Manufacturer narrative:
The system is routinely calibrated every 8 hours followed by a qc run. Prior to this event, sodium qc results were within the lab's established ranges. The investigation into the cause and repairs are ongoing by the field service engineer (fse) and technical support. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.